Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor needle was missing after removing sensor from the body. Also the customer was not reporting that the sensor or introducer needle was fractured while in the body. No harm requiring medical intervention was reported. The device will not be returned for analysis.